Event description:
Caller reported that a malfunction occurred on the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller understood.